Event description:
User received data flags on hemoglobin a1c results for an unknown number of patient samples. The user replaced the reagent pack which improved performance of the assay. The user then repeated testing for 180 samples. Corrected reports were sent for nine samples. Four of these were considered discrepant. Sample 1 initial result was 10.5%, repeat result was 5.8%. Sample 2 initial result was 13.9%, repeat result was 7.3%. Sample 3 initial result was 11.9%, repeat result was 8.0%. Sample 4 initial result was 9.0% repeat result was 6.8%. User stated they do not know at this time if any patient were tested based on the initial results that were reported, and he will not be able to get this information.